Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shock and anti-tachycardiac pacing due to a misinterpretation of cardiac signals. The device was successfully reprogrammed. The patient was stable.